Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their ins on the right was ¿activated,¿ and for bladder control. The patient reported they couldn¿t turn on the device that had the (B)(4) handset and communicator and that they had tried all day that day of the call. The patient reported having to give a urine sample that morning for a bladder infection (not alleged to be related to the device/therapy.) The patient stated they were drinking all sorts of stuff and they couldn¿t go to the bathroom so they turned the stimulation off. The patient reported that it took a little bit but they got the stimulation off and then after a little bit longer they were able to go to the bathroom. The patient stated that since they had turned it off, they had been trying to get it turned back on. The patient reported that currently the screen was stuck on the ¿searching¿ screen. Patient services had the patient power down the handset and the communicator and then power back on. The patient was then able to connect. The patient was able to turn it on, on program 1 at 3.0 volts. The patient was able to get to the setting screen and turn the therapy back on. No further complications were reported at this time.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if they had experienced retention prior to the device, and it was unknown if catheterization was a standard of care prior to the device. They had not contacted their managing healthcare provider regarding their inability to go to the bathroom.